Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that sometime post-op the patient experienced an allergic reaction. The patient may undergo testing to find the cause of the allergic reaction. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.